Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
On 2016-03-01, information was received from the health care professional via the representative which noted that back in (B)(6) of 2015 the patient¿s pump, confirmed as (B)(4), was viewed under fluoroscopy to determine why the patient¿s spasticity had retur ned/return of symptoms. The patient then had been medically managed. The patient was sent to the operating room on (B)(6) 2016 to have the system (pump and catheter) explanted and a new system implanted. Of note, the catheter was connected to the pump (previ ously it had been thought that it was disconnected based on flouro reports). On (B)(6) 2016, when surgeon tried to disconnect the catheter from the pump it was extremely difficult and the pump connecter "fell apart" as the surgeon disconnected it. The pump and catheter were to be returned. The medication was now reported as lioresal 2000 mcg at a dose of 200 mcg/day. The issue was now reported as resolved. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to clarify the most recent notified date, clarify location of damage, and relationship of the previous event. Additional information was received from the representative on 2016-03-07 who clarified that the representative became aware of this system explant and catheter issue on (B)(6) 2016. It was clarified that only proximal portion of the catheter fell apart. The catheter remained attached to the pump at the time the entire system was removed. After system was removed the surgeon tried to separate the catheter from the pump and this is when the pump connector showed damage. The pump port was not believed to be damaged. It remained unclear if the patient symptoms in (B)(6) of 2015 were caused by/related to this current catheter observation. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2016 the representative further provided that the reason for explant of the pump and catheter was that the catheter was thought to be compromised and the pump was replaced to give the patient maximum time between next pump replacement. There was no allegation towards the pump prior to the explant/replacement. After medically treating this patient since last november, the physician considered it a possibility that the system was still causing and/or contributing to the patient's symptoms. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 information from the representative clarified that "in tact" meant that the catheter was still connected securely and there was no catheter issue found upon surgical intervention. The cause of the increased spasticity was not determined; however, it was thought to be related to disease progression. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8637, product type: pump. (B)(4).

Event description:
Information was received from a manufacturer representative in regards to a patient residing in (B)(6) who was being treated with lioresal 2000 mcg/ml at a dose of 600 mcg/ml via an implanted pump. The lioresal lot number was unknown. The pump's indication for use (IFU) was unknown. The patient's medical history and concomitant medications were unknown. The patient was experiencing increased spasticity as a change in therapy effect. The start of the event was unknown. The hcp considered a dye study although they did not do the catheter dye study. They confirmed the catheter was disconnected from the pump under fluoroscopy. Programming a prime bolus was discussed. The representative inquired about itb dosing once the catheter was connected back up to the pump. The representative was directed that dosing was at the physician's discretion. The healthcare provider (hcp) was keeping the patient overnight. Additional information was received from a company representative (rep) which indicated the patient was being medically managed by the physician and will be scheduled for the operating room to have the catheter replaced. The pump serial and catheter numbers were requested but noted as unknown. Additional information was requested to clarify if the patient required hospitalization, resolution date, and return of product. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
A kink was observed on the catheter body. Analysis also identified that difficulty with the sutureless connector led to explant. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient had been admitted to the hospital as an in-patient. The sutureless catheter was intact and did not require replacement. No product will be returned. Additional information was requested to clarify what "in tact" meant and confirmation of disconnection and resolution. Should additional information be received a supplemental report will be filed.